Event description:
Boston scientific received information that during a lead revision procedure, the tip of this guide wire broke off in a sub-selected vein in the coronary sinus. The physician was able to retrieve it with a snare without any patient complications.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.